Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported an adjustment was needed to the eye tracker for a possible decentered treatment of a patient. A company field service engineer (fse) made adjustments. Several tracker tests were performed and no additional adjustments were needed. The rest of the surgery day was completed with no other issues observed.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received stated the aiming beam was slightly decentered during treatment. The procedure was able to be completed. The patient did not report any visual symptoms. There were no clinical issues at the one week post operative visit. The patient will be rechecked at the ten week visit.

Manufacturer narrative:
During a onsite visit the fse (field service engineer) found setting was accurate as the tracker was aligned. Fse checked all tracker adjustment and mounting screws, checked all main deflector screws and mount and successfully completed system verification to specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).